Manufacturer narrative:
Corrected field: h6 (medical device ¿ problem code). Updated field: b4, g3, g6, h2, h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer was dispatched to evaluate the unit. He inspected the unit and did not observe any over-temperature alarms in the logs. While running a compressor test, he found that the pressure was varying and would not remain steady. He replaced the scroll compressor and repeated all tests. All pressure and vacuum tests were steady.the unit passed all testing and was returned to service. The failure analysis and testing dept. Received part number 0119-00-0236 with a reported unit failure of an overtemp alarm. Unit also has unstable pressure and vacuum. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failures could be confirmed. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
Due to character limitation, below field are added from e1- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump ( iabp) had over temperature alarm occurred. Unit was switched to continue the treatment. There was no harm or injury reported.